Event description:
While performing an arthoscopic ligamentoplasty surgery a part of one instrument (2,7 mm 30dgr left bite punch) broke and fell of. Another instrument (2.7 soft tissue grasper) previousely returned to mfg for repair, has been found non functional. The surgeons explained that no adverse effects for the patient despite the extra-surgery time & anesthesia.